Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver, who is a nurse reported upon application of the adc freestyle libre sensor, the needle got stuck in the customer¿s arm. The caregiver removed the needle and administered capol as treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer¿s caregiver, who is a nurse reported upon application of the adc freestyle libre sensor, the needle got stuck in the customer¿s arm. The caregiver removed the needle and administered capol as treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.